Manufacturer narrative:
(B)(4). Date sent: 12/3/2020. D4: batch # u5c72f. Investigation summary: the analysis results showed that one ecr45d reload (c) was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Although there is no direct evidence of use error, the instructions for use do contain the following caution: for the malformed staple, tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. Event described could not be confirmed as the reload was received fully fired.

Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic lobectomy, the surgeon used ecr45a and ecr45d reloads. One of the ecr45d reloads wasn't forming the b-shape and there was no suture effect after the lung was incised. The surgeon used another ecr45d to re-do the exposure site and the patient was fine after surgery. Surgery was not delayed and was successfully completed. There were no patient consequences.